Event description:
It was reported, that the patient presented, during clinical follow-up. Upon interrogation, it was reported, that the right ventricular lead exhibited high capture threshold and decreased r wave sensitivity. The patient also, experienced extracardiac stimulation causing discomfort. The right ventricular lead was found to be dislodged. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was reported that the right ventricular lead exhibited high capture threshold and decreased r wave sensitivity. The patient also experienced extracardiac stimulation causing discomfort. The right ventricular lead was found to be dislodged. During reposition, the helix of the lead failed to extend. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, extra cardiac stimulation, high capture threshold, and r-wave amplitude variation were not confirmed while the reported event of helix failed to extend was confirmed. As received, a complete lead was returned in one piece for analysis. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing, visual inspection and x-ray examination identify further anomalies except for procedural damage.